Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing. The root cause of the ua07 was the failure of both single point load cells. The autopulse platform failed functional testing due to the displayed ua07 error message, confirming the reported complaint. Both load cells were replaced to remedy the reported complaint. Following service, the platform passed the load cell characterization check and the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported during patient use the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The operator tried to re-align the lifeband but the error did not clear. No further information was provided. Patient's status information was requested but the customer did not provide a response.